Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available" a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all the stations were in disconnected mode and in critical override. Tried reboot but failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that station was to disconnect mode and in critical override. The technical support specialist (tss) dialed into the server and executed a downtime query, which revealed that the last publish server local date time was not current. Upon investigation, the tss found that the data synchronization service was stopped. The tss restarted all necessary services, including net services, and re-ran the downtime query to confirm that the messages were now current. The tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all the stations were in disconnected mode and in critical override. Tried reboot but failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.